Event description:
The customer indicated that a pt death occurred. The reported description notes that no pressure disconnect high priority alarm was provided.

Manufacturer narrative:
(B)(4): the customer indicated that a pt death occurred. The reported description notes that no pressure disconnect high priority red alarm was provided. Upon further discussion with the customer, the customer acknowledges that at the time of the event a yellow alarm did occur. Furthermore, the abp trend for this pt shows that the pt condition did not fulfill the criteria for critical alarming. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.